Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient expired. The target lesion being treated was located in the distal left circumflex (dist lcx). The physician treated the lesion with placement of a 2.75x12mm taxus express2 stent. In (B)(6) 2010, the patient dropped in the bath and expired. The cause of the death was unknown. No additional information is available at this time.

Event description:
It was further reported that clinical status assessment on (B)(6) 2008, indicated the patient's qualifying condition as unstable angina (braunwald class iia) with lvef 36% and timi 3. The restenosed target lesion treated in the index procedure was located in the distal left circumflex (dist lcx) with 99% stenosis and was 11mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with pre-dilation and study stent deployment, with 0% residual stenosis following post-dilation. Timi-3 flow remained unchanged throughout the procedure. The patient was diagnosed without symptom and was discharged on bayaspirin and plavix. In (B)(6) 2010, the patient was found expired in bath room. It was unknown if an autopsy was performed. The event was reported by the police and the detail of the event is unknown.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Date of birth: (B)(6). Updated: patient sex. Updated: describe event or problem; other relevant history. (B)(4).